Event description:
It was reported that a user of the ilet experienced a hyperglycemic event with a highest blood glucose of 318 mg/dl, noted as ¿high sugar,¿ which the user associated with an infusion set/supply change using an inset site (23 inch, 6 mm); the user could not recall whether the infusion set was damaged, and blood glucose returned to 171 mg/dl approximately 1.5 hours after the supply change. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.